Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer experienced an undefined low blood glucose level of 42 mg/dl that was addressed by consuming glucose tablets. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.